Event description:
It was reported that balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified common femoral artery. After a guidewire crossed the lesion, a 8.0mm x 60mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.